Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10cm distal to the is 1 connector. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. No lead fracture was found within the lead fragment. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was capped/abandoned due to noise with oversensing. No pacing inhibition noted and conductor fracture verified in fluoroscopy.